Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced acute pain at the pocket site. The physician believed the placement of the device was irritating a nerve. The patient underwent a revision procedure and the ipg was moved to a new pocket. There have been no reports of further complications regarding this event.